Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that the pump consistently alarmed for high blood glucose readings and not for low blood glucose readings. The customer stated that her blood glucose readings went from 66 mg/dl to 42 mg/dl. The customer stated that she over corrected for low blood glucose and drank a bunch of water to dilute. The customer was advised that if blood glucose is low and sensor is not, then the pump will not alarm with a low blood glucose reading.